Manufacturer narrative:
Findings: unit received with cracked case on display window corners, cracked and bleeding lcd glass, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
The customer reported his insulin pump being cracked on the screen, which made it unreadable. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's reported blood glucose value was 100 mg/dl.